Manufacturer narrative:
Findings: pump received with missing segments due to cracked and bleeding lcdglass. Unable to perform the displacement test due to missing segments. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and case scratched.

Event description:
It was reported that the customer had a screen damage on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer dropped the insulin pump down the stairs and screen is shattered. The customer can't read anything on the screen but its still alarming. The customer was advised that the insulin pump will need to be replaced.